Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 0f 2: reference MFR. Report: 3006705815 -2017-01234. It was reported the patient is dissatisfied with the therapy and the lead wires are on the incorrect side. The patient declined troubleshooting and requests to be explanted. Surgical intervention may be pending to address this issue.